Event description:
Covidien received info stating that an 840 ventilator had an unresponsive touchframe. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer reported to have replaced the touchframe. Tse recommended replacement of the graphic user interface (gui) central processing unit (cpu) printing circuit board (pcb) and backlight inverter printed circuit boards (pcbs). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).